Event description:
On 03-feb-2026, abbott point of care was contacted by a customer regarding I-stat act kaolin cartridges that yielded a discrepant results on a 68-year-old female patient. There was no additional patient information available. Return product is not available for investigation. Date: tested result: heparin dosage: on (B)(6) 2026 - - 18000, on (B)(6) 2026 14:28, 245, on (B)(6) 2026 14:29, 261, on (B)(6) 2026 - - 6000. On (B)(6) 2026 14:46, 675, on (B)(6) 2026 14:48, 793, on (B)(6) 2026 15:06 >1000, on (B)(6) 2026 15:18, 476, at this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway. Per I-stat system manual (art: 714185-00q), the I-stat kaolin activated clotting time (kaolin act) test is an in vitro diagnostic test that uses fresh, whole blood. And is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery.

Manufacturer narrative:
Apoc incident#: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.